Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   H6-component code- suggested code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. However, a DHR review was not completed for the femoral as lot number was not provided. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted additional associated products & mdrs ----------------------------------------------------- 00596204212 articular surface use with lps/lps-flex 51,52 12mm lot# 61619796 MDR: 0001822565-2024-00533 00598004702 stemmed tibial component precoat size 6 lot# 61592336 MDR: 0002648920-2024-00039

Event description:
It was reported the patient complained of swelling and instability. Patient was revised without complication. During the revision, the patients anatomy was deemed the source of the instabillity, loosening of the medial patellofemoral ligament was observed.